Manufacturer narrative:
The system was examined and the reported event was confirmed, as the contacts were non-conforming on the power cord. The power cords were replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 4, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the non-conforming power cord, which had bad contact. (B)(4).

Event description:
A nurse reported that a system shut down and would not restart. The timing of the event and patient impact are unknown. Additional information has been requested but not received to date. This is one of two reports being filed for the same system. This report is for the event occurred on (B)(6) 2016.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a system shut down and would not restart. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.